Event description:
It was reported that a user of the ilet experienced elevated blood glucose to 290 mg/dl after a meal following a recent factory reset; the user was advised on pump learning period, startup protocol, and meal announcement protocol, and glucose declined to 273 mg/dl with a stable trend during the call. Symptoms included hyperglycemia. Outcomes included no alerts or alarms, no medical intervention beyond education, and no hospitalization. Investigation included troubleshooting and user education on proper device operation and post-reset adaptation. Investigation of this case revealed no device alarms or malfunctions and suggested that post-reset adaptation and meal handling were plausible contributors, with no specific device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.